Event description:
Customer tested blood glucose at 5 am and had a normal result. Later in the day around 5 pm the customer passed out. They were found by family member who tested pt's blood glucose and received a result of 30 mg/dl. The customer was given orange juice and sugar. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.